Event description:
This is 2 of 2 reports linked to mfg report numbers: 2648988-2022-00010. A patient reported a certas valve (ID 828804pl) was implanted on unknown date. She reported she has had seven shunt revisions; however only one revision is related to an integra shunt, the other revisions are related to non-integra valves (medtronic). Medwatch mw5109804-2 received with the following information: "caller called to report that she has had seven (7) revisions with her shunt valve. She had experienced internal lacerations, frozen shoulder, adhesions, abdominal wounds that would never heal, csf leakage, headaches and increased pulse rate. She could feel sharp edges from the device in her abdomen. With each revision the surgeon would note that the device is defective, the pop off would not function correctly. When she should have 25 ml of pressure relief, she would get 3 ml. Reporter states that she on bedrest for a year and was so depressed prior to her last surgery that she asked the doctor to let die on the table. She no longer feels suicidal due to complete removal of the system and states that her life has improved, but she will never be the same." Additional information received from the reporter (medwatch mw5109804)stated that she continues to have neurological problems/deficits caused by defective implanted devices. Also, added that the defective valves would self-adjust, resulting in "spewing of csf fluid" into her abdomen. Additional information received from patient via telephone conversation. Product in question is trauma catheter 35 cm (ins8420) used concomitantly with medtronic shunt. Patient advised that the integra catheter was not the fault of her injuries and alleged that the medtronic shunt was the fault as it would lacerate her and was stabbing her which led to revision procedures.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. (B)(4).

Event description:
N/a.

Manufacturer narrative:
The certas plus (828804pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a possible root cause for the ¿, csf leakage¿ issue reported by the customer, could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. A possible root cause for the ¿pressure¿ issue reported by the customer, could be due to biological debris interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.